Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an allied health professional (ahp) that the patient's right ventricular (rv) lead triggered an out-of-range / high superior vena cava (svc) defibrillation coil impedance alert. It was noted that an svc impedance jump was noted three days prior to the out-of-range impedance alert and prior to that the svc impedances were stable. The ahp was observing electrograms (egm) while performing isometrics, maneuvers and pocket manipulations and taking serial lead impedance measurements. Artifact was observed during the testing but svc impedances remained consistent. The lead remains in use. No patient complications have been reported as a result of this event.